Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Pharmacovigilance narrative: the serious event of panniculitis was considered unexpected and possibly related to the treatment. Serious criteria include the need for medical intervention with IV infusion of sodium thiosulphate to prevent permanent damage although the rationale for the treatment is unclear. The non-serious, expected events of swelling, implant site nodule, implant site papules and erythema, and the non-serious, unexpected events of lymphadenitis, pyrexia and cyanosis were considered possibly related to the treatment. Potential etiologies for all of the events include injection procedure and reactivation of epstein-barr virus. Alternative etiologies for panniculitis include a reaction to the steroid injections used for treatment of the swelling or exposure to cold temperatures. The appearance of cyanosis is most likely caused by a tyndall effect associated with filler that is superficial to the skin surface. The case meets the criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2018 by a physician which refers to a female (B)(6). No information about medical history, concomitant medication or history of allergies. The patient had thin aging skin (fitzpatrick type ii). The patient had previously received treatment with restylane to nasolabial folds on 2016. On (B)(6) 2017, the patient received treatment with 1ml restylane perlane (lot unknown, exp. Date 15-feb-2019) to cheekbones with needle and unknown injection technique for correction of volume loss. The right cheekbone was treated with 0.6ml and the left with 0.4ml. On (B)(6) 2017 (discrepancy: also reported as a month after the treatment), the patient developed tumefaction (swelling)(swelling) of the temples, lymph nodule at the collarbone. The patient also experienced multiple subcutaneous nodules(implant site nodule) and multiple papules(implant site papules) at both sides of the cheeks. On an unknown date, the patient was prescribed antihistamine tavigil [clemastine fumarate], antihistamine suprastine [chloropyramine hydrochloride], painkiller nimesil [nimesulide] and topical corticosteroid celestoderm [betamethasone valerate]. There was no improvement and the swelling persisted. Thereafter, the patient received an injection of diprospan (betamethasone) [betamethasone dipropionate] and the swelling recovered. In (B)(6) 2017, there was an enlargement of the ear lymph nodule(?). The patient was treated with supracs [cefixime] for lymphadenitis/enlargement of the ear lymph nodule/lymph nodule(lymphadenitis). On an unknown date, a CT of the soft tissues was performed. On (B)(6) 2017, the patient experienced swelling of the face and hyperemy of the skin(erythema) since the therapy did not work. On (B)(6) 2017, the patient also had a temperature 38.7(pyrexia). The patient received another diprospan (betamethasone) injection and the swelling decreased. On (B)(6) 2018, the swelling relapsed. The patient received IV infusion of sodium thiosulphate [sodium thiosulfate]. (B)(6) was detected in lab tests. An additional treatment with betamethasone was given. At the time of the report, the patient had not recovered. There are multiple papules/nodules at the cheekbone zone and the skin of the papules is cyanotic(cyanosis). CT results: swelling of the soft tissues, multiple subcutaneous nodules of the cheekbone and cheek zones. Ds: post-injection panniculitis(panniculitis). Ongoing treatment since (B)(6) 2018: prednisolone [prednisolone] 5 mg. Outcome at the time of the report: tumefaction (swelling) was not recovered/not resolved. Lymphadenitis/enlargement of the ear lymph nodule/lymph nodule was not recovered/not resolved. Multiple subcutaneous nodules was not recovered/not resolved. Multiple papules was not recovered/not resolved. Temperature 38.7 was unknown. Post-injection panniculitis was not recovered/not resolved. Hyperemy of the skin was not recovered/not resolved. Papules is cyanotic was not recovered/not resolved.